Manufacturer narrative:
(B)(4). The complaint was confirmed as the product was returned. Visual examination of the returned part determined that returned device exhibits signs of repeated use (nicked or gouged) and anterior section of post has been fractured off. DHR was reviewed and no discrepancies were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture.the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional fracured. No serious injury occurred as a result of this malfunction. No additional information is available.